Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in an moderately tortuous and mildly calcified iliac vessel. A 7.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 7.0mmx40mmx135cm (4f) sterling¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon was loosely folded. The tip is damaged. Inspection of the device presented no other damage or irregularities. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device, and inflating the device to rated burst pressure (rbp). The device inflated and held pressure for 5 minutes without leaking. Review of the product specification indicates the rbp of the complaint device. There is no indication the device was inflated over rbp. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in an moderately tortuous and mildly calcified iliac vessel. A 7.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 7.0mmx40mmx135cm (4f) sterling¿ balloon catheter. No patient complications were reported and the patient's status was good.